Event description:
Reporter indicated that the device was interrogated and it was discovered that the output and magnet output were set to 0 (off). The reporter indicated that the device was programmed on during the last office visit and that he did interrogate the device prior to the pt leaving the office. Further follow-up revealed that after the initial report of no output, the pt came in for another office visit and the device was programmed on; however, the values had changed. The values were set to nominal values. The physician was asked if he had hit the "set nominal values" button during the last programming session and replied he had "never touched that button."